Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the lumbar epidural tubing was leaking at the b. Braun filter attachment. The charge nurse attempted to adjust and/or tighten the connection, however, the tubing was still noted to be leaking. The tubing set was replace and the infusion continued without further complications. It was noted that the tubing set had been in use for less than 24 hours. There was no patient harm.

Manufacturer narrative:
The customer's report of a leak between the tubing and non-bd attachment was not confirmed. Visual inspection showed no anomalies. Functional testing and pressure testing resulted in no issues. The root cause of the reported event could not be identified.